Event description:
The biomed reported an infusion pump with a 500 failure code. Information was requested by baxter whether or not the incident occurred during patient use or during biomed testing, but no additional information was available. The biomed stated that there have been no report on any patient incident involving this pump since the last baxter service event.